Manufacturer narrative:
The following report fields have been updated due to additional information received: b7, g3, h6. This is one of one manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03937. (2021-10768-01). Additional information was provided from medical records that were received. Upon medical record review of the catheterization/operative note, patient was presented with mitral valve frozen leaflets and atrial septal defect (asd). Under general anesthesia, the patient had a valve in valve (29 mm sapien 3 in an m3 transcatheter mitral valve replacement (tmvr)) the mitral position via transfemoral transseptal approach. The implant was a success with trace mitral insufficiency and no significant mean gradient. A 16mm amplatzer asd occluder was placed. No procedural complications or edwards's device malfunctions were listed. The tte (intra procedural) reported frozen leaflets of m3 device, least mobile leaflet posterior with concomitant restricted opening of 2 additional leaflets. The m3 valve leaflet opening area by planimetry is 1.2cm2 with mitral valve (mv) mean gradient 5.2mmhg. Trivial paravalvular leak at baseline. Post-operative day 1 of valve in valve procedure, the left ventricular ejection fraction (lvef) was 43%, post the 29mm sapien 3 in a prior m3 tmvr valve in valve. There was trivial paravalvular leak, and a mitral mean gradient 2.9mmhg. On post-operative day 2, the tte reported lvef 20% with a 29mm bioprosthetic mitral valve in place and mv mean gradient 6mmhg. Investigation is still ongoing.

Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The edwards sapien m3 valve was not returned for evaluation. Since the product was not returned, no visual, functional and dimension testing was able to be performed. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint. A lot history review of a work order was performed and revealed no other complaints relating to the complaint codes. No imagery was provided. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use (IFU) for sapien m3 valve with commander delivery system, (us) was reviewed. No IFU/training deficiencies were identified. A complaint history review confirmed device complaints (returned and no product returned) from sapien m3 valve (all models and sizes) was performed with the codes identified. Prior closed complaints with any of the codes were reviewed for similar events and root cause identification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The risk of inadequate thv performance over time leading to symptoms and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on post-procedure care. Users are informed of the residual risks associated with use of the delivery system, valve, and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with inadequate thv performance over time leading to symptoms. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. There were no manufacturing non-conformances or IFU deficiencies identified, therefore corrective action is not required. During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. There are several patient and/or procedural factors that alone or in combination that could impact leaflet motion, including thickening of the leaflet, pannus growth, thrombosis, calcification, malposition of the valve, over/under expansion of the valve. In this case, patient had hypercholesterolemia per medical record review. Hypercholesterolemia has been found to be associated with valve degeneration/leaflet motion restricted and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests patient factors (hypercholesterolemia) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The complaint for "leaflet - motion restricted - in patient" was confirmed by medical records. A review of DHR, lot history, complaint history review, and manufacturing mitigations did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. Corrective/preventative action nor product risk assessment is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions (CAPA) are required at this time.

Manufacturer narrative:
Investigation is still ongoing. The sapien m3 transcatheter heart valve (model 9680tfx29m) is not sold or marketed in the us, however it is similar to edwards sapien 3 transcatheter heart valve (model 9600tfx, 29 mm).

Event description:
As reported by the field clinical specialist (fcs), approximately 3 months and 14 days post implant of a 29mm sapien m3 valve in the mitral position, a new 29mm sapien 3 valve was implanted valve in valve (viv). The cause of the viv procedure is due to stenosis and a frozen leaflet. The sapien m3 valve was implanted as a compassionate use case.